Manufacturer narrative:
Sorc checked the subject device and found that the reported phenomenon occurred since there was connection failure due to deformation of video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that no image was displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the cause of the deformation of the video connector socket was due to the used endoscope, and the generation mechanism was inferred as follows. *if the connector tip on the endoscope side was missing or a foreign material was attached to the tip, it got caught in the terminal of the video connector receiving when inserting the endoscope into the video connector receiving. *by inserting the endoscope further with the terminal stuck, the terminal was pushed to the back and bent.